Event description:
Procedure type: donor nephrectomy. According to the reporter: during procedure, the device could not cut the tissue since grasping force weekend. A new device was opened to complete procedure. Nothing fell into cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).